Event description:
New information received noted the pacemaker was explanted and replaced by a competitor's device on an unknown date. Patient condition during and after the procedure was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Patient was stable with no symptoms.